Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliances was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "ez io-blue 25mm needle was used and placed into the left tibia. After placement it was attempted to remove the needle top from the io in place and it would not separate from the bottom portion (that remains in the patient's leg). The plastic appeared fused and we were unable to detach the needle from the base. This made it inaccessible for medication. A second io was placed."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "ez io-blue 25mm needle was used and placed into the left tibia. After placement it was attempted to remove the needle top from the io in place and it would not separate from the bottom portion (that remains in the patient's leg). The plastic appeared fused and we were unable to detach the needle from the base. This made it inaccessible for medication. A second io was placed."